Manufacturer narrative:
The best corrected visual acuity (bcva) for the patient is currently 1.0. (B)(4)

Manufacturer narrative:
Implanted 2011. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicm12.6, -6.50 diopter, implantable collamer lens in the patient's right eye (od) in 2011. On (B)(6) 2018, low vault, blurred vision, as well as asc and cortical lens opacity were noticed. Surgery is planned to correct problems.

Manufacturer narrative:
"Surgery is planned to correct problems." In initial MDR should be updated to "the lens was explanted on an unknown date. No information regarding the details of the secondary surgery has been provided despite the requests for details." Product evaluation: lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4).